Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was broken and leaked. The hospital has reported no pt injury occurred.